Event description:
A malfunction, specifically alarm 20, was reported with the customer's pump, and the customer declined to disclose whether their blood glucose levels exceeded 500 mg/dl. It was noted that this issue had been recurring for the past few months, involving multiple cartridge changes, but this time the alarm would not clear despite replacing cartridges. There was no adverse impact mentioned regarding the customer's blood glucose level. As a corrective measure, tandem technical support decided to replace the malfunctioning pump, and the customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.